Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There is no indication of a malfunction that contributed to the patient's death. Device manufacturer date: monitor: 09/17/2015, electrode belt: 04/13/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away. It was reported that the patient passed away early in the morning of (B)(6) 2020 while at the hospital. The patient was wearing the device at the time of passing. Hospital staff reported hearing the device alarm.   Review of the download data indicates that the patient entered vf with CPR/motion artifact at 00:16:54 on (B)(6) 2020. The lifevest delivered one appropriate treatment shock at 00:17:30 while the patient was in vf with CPR/motion artifact. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm transitioned to a non-treatable rhythm at 00:17:47. ECG shows an idioventricular rhythm with CPR/motion artifact. The patient then transitioned to asystole at 00:23:56. ECG shows asystole with CPR/motion artifact. The device was shutdown at 00:24:15 on (B)(6) 2020. The patient passed away on (B)(6) 2020.